Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that the nerves from the bladder were inflamed and that she has been back and forth from the gi problems. Patient also reported that the bladder was not emptying. They further mentioned that they have been sick and vomit blood and that they had to go to the emergency room (ER) for ulcers that were inflamed. During troubleshooting it was noted that the stimulation was off and was turned on. No further complications were noted or anticipated